Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause of the reported issue was a disconnected white energy capacitor wire from a spade connector designated j18. Once the wire was reconnected, the issue was resolved. The returned device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver a shock. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.